Event description:
The initial reporter stated they received discrepant results for four patient samples tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory for the first three samples. An incorrect value was reported outside of the laboratory for the fourth patient sample. The first sample initially resulted in a creatinine value of 23.6 umol/l. The sample was repeated on a second analyzer, resulting in a value of 85.2 umol/l. The sample was then repeated on the complained analyzer, resulting as 83.8 umol/l. The second sample initially resulted in a creatinine value of 123.1 umol/l. The sample was repeated on a second analyzer, resulting in a value of 287.9 umol/l. The sample was then repeated on the complained analyzer, resulting as 286.9 umol/l. The third sample initially resulted in a creatinine value of 149.0 umol/l. The sample was repeated on a second analyzer, resulting in a value of 441.6 umol/l. The sample was then repeated on the complained analyzer, resulting as 440.9 umol/l. The fourth sample initially resulted in a creatinine value of 80.1 umol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 121.2 umol/l. Since this patient's previous results were around 100+ umol/l, the sample result was amended. The creatinine reagent lot number was 57373901, with an expiration date of 30-jun-2022.

Manufacturer narrative:
The field service engineer checked the cell covers, rinse unit, and cuvettes; no abnormalities were observed. The gear pump pressure was checked. Precision studies were performed and were within specifications. The alarm trace was reviewed and a sample clot detection alarm was observed. The complained samples were checked and no abnormalities were observed. The sample probe and all cell covers were cleaned. An air purge and sample probe wash were performed. Comparison studies were performed and results were reproducible. Controls were run and passed. On (B)(6) 2022, the same issue occurred with a different test on the analyzer. The engineer then replaced both sample probes and precision failed after the probes were changed. A reagent probe was replaced and all reagent probes were checked and adjusted. The rinse level was checked and was consistent. Precision studies and controls passed.

Manufacturer narrative:
Creatinine calibration and controls were acceptable. A general reagent issue could be excluded. Upon review of the alarm trace, there were some abnormal aspiration and sample short alarms. Upon review of a sample reaction curve, the reaction curve suggested something dropped inside the cuvette. The investigation determined the service actions of replacing the reagent probe and adjusting all probes resolved the issue.